Event description:
It was reported that surgery with visionaire devices was planned with a bigger distal resection than necessary in the femur (12.5mm in the lateral condyle). Tibial cut was performed of 11mm instead of 9mm. Hence, a 15mm of thickness on the insert was required to complete surgery.